Event description:
It was reported to boston scientific that an advanix biliary stent device was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat biliary stenosis performed on (B)(6) 2023. During insertion, the stent deployed prematurely in the working channel of the scope in an uncontrolled manner. In order to recover the stent, the position had to be abandoned with 2 different wires (1 left and 1 right hepatic). The procedure was completed with another advanix biliary stent; however, the examination was significantly longer in an unstable patient. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; proximal stent barb was slightly torn/stent broke. Please see block for full investigation details.

Manufacturer narrative:
Imdrf device code a0401 captures for the reportable investigation results of stent barb torn. The returned advanix biliary stent was analyzed, and a visual evaluation noted that the suture was detached from the stent. The suture was not returned. A microscope inspection found that the proximal barb was slightly torn. No other problems with the device were noted. Taking all available information into consideration, most likely, the cause of the reported event was manipulation of the device during insertion through the scope. An activation of the stent may have been made without noticing it and this condition may have caused the torn proximal barb and detachment of the suture. Additionally, the pull wire was fully retracted, confirming that a deployment attempt was made to the device. Therefore, the most probable root cause is adverse event related to the procedure.